Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a blood leak at the secondary probe of the hmx cap pierce module of their coulter hmx al hematology analyzer. No patient samples were being analyzed at the time of the event. There was no impact to patient treatment. The customer was unable to locate the source of the blood leak. The customer was wearing personal protective equipment (ppe - lab coat, gloves, eye protection) at the time of the event. There was no injury or exposure to the customer. The customer did not seek medical attention. The customer did not review the material safety data sheet (msds); however, it is readily available. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse was unable to reproduce the problem. The fse observed that the rinse block was positioned too high on the probe. The fse adjusted the rinse block down to its proper position. The root cause of this event has not yet been determined.